Event description:
The reporter states that they ordered and used 0.9% sodium chloride irrigation usp (stericare solutions) made by nurse assist, inc on a patient beginning (B)(6) 2022 due to the nationwide shortage of saline solution to clean port (biliary) drainage from wound site. The patient developed life-threatening mrsa at that site shortly in (B)(6) 2022. According to records, wound culture was collected on (B)(6) 2022 with a positive result for mrsa on (B)(6) 2022. The patient was hospitalized and put on strong antibiotic (vancomycin) treatment thereafter.